Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
The device has been discarded.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed broken but cannot perform an assessment of the broken as no microscopic analysis can be performed. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.